Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock impedance measurements for tis right ventricular (rv) lead. Technical services (ts) was consulted and discussed stored as well as the device alert settings for the shock impedance measurements. This device remains in service. No adverse patient effects were reported.